Event description:
It was reported that the keypad buttons are sticking. There was no further information provided, and attempts by customer support to obtain follow-up have been unsuccessful.

Manufacturer narrative:
Initial reporter: unknown. A review of the device history record indicated that the pump was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.